Event description:
The manufacturer received information regarding a ds2adv auto CPAP device. The patient has passed away. The manufacture's investigation is ongoing. A follow up report will be submitted when the manufacture's investigation is complete

Manufacturer narrative:
The manufacturer previously received information regarding a ds2adv auto CPAP device. The patient had passed away. Despite of multiple attempts the device has not yet returned to the manufacturer for evaluation. At this time, no further investigation can be performed. If any additional information is received, a follow-up report will be filed.